Event description:
A patient was admitted to the ICU after evaluation in the ER for lethargy, hypertension and hyperkalemia. The patient has a history of chronic renal failure and chronic dialysis but was unknown to the facility and nephrology group. Upon admission to the ICU, the physician ordered a dialysis treatment for the patient. Within the first few minutes of the dialysis treatment, the patient became restless, sat up in bed screaming, had an increase in blood pressure, experienced a seizure and coded. These symptoms are consistent with a type a dialyzer reaction which is an allergic reaction to the dialyzer. There had been no problems or machine alarms during the treatment. The blood from the extracorporeal circuit was returned to the patient and treatment ended. The patient was successfully resuscitated.

Manufacturer narrative:
Common device name: hemodialysis equipment. There were no reported problems with the phoenix machine associated with this event. The machine has been in use with no problems since the event. Gambro (B)(4) requested the phoenix machine to be inspected by a gambro technician but the customer did not want to pull it for service.